Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan USA alleging an ¿apply sample¿ message was displayed on the patient¿s onetouch ultramini meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated the alleged meter message began on the evening of (B)(6) 2014. The patient manages her diabetes with oral medications with diet and/or exercise. The reporter confirmed that the patient did not make any changes to her usual diabetes management regimen in response to the alleged product issue. That same evening, after the start of the alleged issue, the reporter claimed the patient developed a symptom of "shaky." The reporter denied the patient received medical treatment. During troubleshooting, the csr noted that the correct test strips were being used, the correct testing technique was being used and the test strip correctly drew in the blood sample. The csr also noted the products were not being used for the first time and the alleged product issue was not resolved when a walk-through test was performed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the reporter claimed the patient developed the symptom of ¿shaky¿ after the product issue began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
The meter involved with this complaint was returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (10/20/2014). The patient¿s test strips have been returned on 10/10/2014 and evaluated by lifescan product analysis on 10/12/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.